Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting and could impact insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2016 with the following findings: during investigation, the pump was returned with the battery compartment cracked. There was no evidence of physical damage on the battery compartment threads. The down arrow button on the keypad was over responsive to user presses. There was no physical damage on the keypad. The keypad was removed and the down arrow button contact was found to be cracked. The battery cap threads were found to be stripped and unable to secure. The battery cap coin slot was severely damage. A test cap was able to secure for testing. The battery cap height contact was not found to be within specification.